Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that the display screen could not be read safely. It was also reported that moisture was present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during testing, the pump powered on to a blank display screen. The complaint of a dim and discolored display screen could not be fully tested due to this. Evidence of moisture was observed in the pump. Unrelated to the initial complaint, the pump failed a leak test due to a crack between the upper right corner of the display lens and pump seal. The pump cover was opened and evidence of moisture was observed on the display screen, force sensor, and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.